Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
It was reported that on an unk date, the monitor had a "fuzzy" screen. Several attempts were made to obtain additional information but to date, no new information has been provided by the customer.